Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
During a lefort I distractor procedure, three footplates broke during contouring. As the surgeon held the plate with one bender, and started to bend the plate with another plier the footplate broke. The hospital had additional peel-packed sterile plates in their inventory; surgeon was able to complete the procedure. There were no fragments broken into the surgical field. Patient is reportedly recovering well. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The 447.007, ti zygomatic footplate 3 holes, no lot number, was received in 2 pieces. The footplate is broken at the juncture of the first hole with the second hole. The anodize is not worn on either of the pieces. The footplate is bent in the two countersinked hole regions. All features that could be measured met specifications. However, due to the damaged plate condition, the g1 true position measurement could not be obtained. The lack of a lot number makes the bead blast and anodize certifications unobtainable.